Event description:
It was reported that during a vinci-assisted endometriosis resection surgical procedure, the customer informed the technical support engineer (tse) that repeated faults on universal surgical manipulator (usm) was encountered with more and more frequency. The tse asked if the case could be performed with 3 usm's, the customer stated that it could be completed with 3 usm's. The tse had the customer disabled usm 2 and moved forward with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04-nov-2024: surgeon was able to disable usm 2 and usm 1 was used in its place. The procedure was completed with just 3 usm's. Only 3 usm's were needed for the procedure. There was no harm was done to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the error issue. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has not receive the usm involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The unit was tested on an in-house system in normal mode where error 23118 was replicated and confirmed. The unit was tested on a fixture test platform (ftp) with no errors.

Event description:
Refer to h11 for follow-up information.